Manufacturer narrative:
Reporter is a synthes employee. Part: 03.130.010; synthes lot: h643462; supplier lot: na. Release to warehouse date: november 05, 2018. Manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the star drive screwdriver shift/shift/self-retaining/hxc was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Star drive hxc shaft t4, self retaining hex coupling conclusion: the complaint condition is not confirmed for the star drive screwdriver shift/t4 50mm/self-retaining/hxc as a portion of the distal cutting profile tip was observed to be twisted, not broken. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of the loaner set on an unknown date, it was observed that the star drive screwdriver shaft was broken. There was no patient involvement. This report is for a star drive screwdriver shaft. This is report 1 of 1 for (B)(4).